Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2016 (right hip). Patient is bilateral.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history review ==> no deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.